Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was unknown at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. The customer offered to troubleshoot for low battery and weak battery and customer declined. Customer will return device for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery power loss anomalies noted. No unexpected weak battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and broken reservoir tube lip. The test infusion set and reservoir does lock into place.